Event description:
The patient reported that the pod failed to deploy the insertion cannula correctly during application. Upon removal, the cannula was observed bent, laying on the skin and leaking insulin. The patient further reported the pink slide did not move forward, indicating a needle mechanism failure. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure and bent cannula or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated-use testing, including communicating with the pdm, deployment, fluid delivery, occlusion detection, freedom from hazard alarms, and confirmation that the device deployed the cannula correctly, as well as inspection of the blue soft cannula for any damage locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.